Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the sleep/wake function of the ilet was less responsive than previously. The user stated that the feature typically works after a 10¿30 second delay. Troubleshooting was discussed. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.